Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 24 cm tr regular band assembly and its inflator was returned for product evaluation. The inflator was returned with the tip broken off. The check valve was subjected to visual analysis and it was noted that the tip of the inflator was stuck inside the check valve. The inflator tip could not be removed from the check valve. No further damage or anomalies were noted on the inflator or the tr band. The complaint can be confirmed for mechanical damage based on the damage noted on the return sample. It is likely that the inflator was subjected to an instantaneous shock force on the tip component and the tip was partially fractured. Subsequently, when it was inserted into the check valve, it was subjected to a bending force at the joint, resulting in the breakage. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchor was left stuck in the sheath while placing the angio-seal. This happened after inspection for physicians and provided them with tips to prevent this device failure from happening. Manual compression was used to close the groin. The procedure performed for the patient prior to use of the closure device was a retrograde puncture of the afc. A 5fr sheath size was used. There were no difficulties with the arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed. An ultrasound was used to guide the stick. The issue was with the deployment, or withdrawal of the device. Tactile feedback was normal until the point of setting the anchor against the anterior vessel wall by pulling back. There was no resistance felt and the whole device came out. No patient harm and patient were in stable condition. Hemostasis was achieved by manual compression. No extreme bmi was measured. Additional information was received on 10june2021: blood loss was less than 250cc's.